Event description:
It was reported that immediate post-op x-rays in 2007 revealed the rod had slid from the head of the screw. Revision was performed five days later to remove and replace the right rod and three setscrews. No other patient complications were reported.

Manufacturer narrative:
The rod was not returned to the manufacturer for evaluation. Three setscrews were returned for evaluation. Evaluation of the parts indicate that the setscrews may have been cross threaded and therefore, the rod may have not been seated optimally.